Event description:
The caller reported that tube failure occurred when she was routinely changing the patient's trach on (B)(6), 2010. The caller stated that the trach lasted 1 hr before it was not able to hold air. A non-routine replacement of the tube was required.